Event description:
The suture sleeve was "stuck" and he was unable to move or "pry" away the silicone lead body. The physician was unhappy with the lead. There was no patient involved in the event. The lead was implanted.